Manufacturer narrative:
Conclusion: it was reported that the crib central column of the railing was damaged and siderail was not latching. Supplemental submitted as the investigation concluded that the siderail was difficult to latch into place due to a broken central column. This will result in caregiver annoyance since the siderail was difficult to latch. Additionally, it is not likely to harm the patient as siderails could still be raised and locked in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the crib central column of the railing was damaged and siderail was not latching. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the crib central column of the railing was damaged and siderail was not latching. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.